Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to low unacceptable threshold. Patient's condition was stable before, during and after the procedure.